Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. It additionally instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed 38 units. Additionally, the customer reported that the cartridge had been in use for 2 days. During troubleshooting with tandem technical support, the contact reported that the air was not being removed prior to filling the cartridge. The customer's blood glucose level was 142 mg/dl.